Event description:
It was reported that the patient was transported to the emergency room via ambulance due to syncope. The pulse generator exhibited loss of output. The device was explanted and replaced.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.